Event description:
The customer reported that her insulin pump had a frozen display while entering the carbohydrates. Troubleshooting was performed, and the caller stated that she attempted to insert a new battery and she received a constant tone. The customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen screen on the full segment display, problem isolated to the interface board.